Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (hemorrhage).

Event description:
One endeavor sprint drug-eluting stent was implanted in the rca during the index procedure, not two as previously reported. A second endeavor sprint drug-eluting stent was implanted in the lad during a staged procedure approximately 2 weeks post index procedure. The gi bleed occurred approximately 16 months post index procedure, not 18 months as previously reported. The patient was not on dapt at the time of the gi bleed.

Event description:
During index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted. Approximately 18 months post index procedure, the patient was rehospitalized due to a gastro-intestinal bleed, cause of bleed ulcer. The bleed was resolved. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4)